Manufacturer narrative:
Further investigation found the power pcba was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue through review of the device logs but was unable to duplicate. The power pcba was replaced as a preventive measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.